Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked while trying to fill it. The customer's blood glucose reading was 90 mg/dl at the time of incident. Troubleshooting found that the insulin never went into the pump at all and leaked around the compartment. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill reservoir test, and the reservoir's transfer guard passed per inspection. No leak anomalies were found during analysis. The transfer guard connects/releases properly.